Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed with vent inop due to a machine and proximal pressure sensor failure. There was no patient harm.